Event description:
Printer issue, three in the last two weeks. Not printing the header, crumbles up the paper. Philips contacted to inspect fetal monitor. Engineer verified that recorder would not clean or track properly. Replaced recorder assy. Calibrated and tested and returned to service.

Event description:
Printer issue, three in the last two weeks. Not printing the header, crumbles up the paper. Philips contacted to inspect fetal monitor. Engineer verified that recorder would not clean or track properly. Replaced recorder assy. Calibrated and tested and returned to service.